Manufacturer narrative:
Product analysis: analysis confirmed that the epg output connector was broken. It was also found that the display wires were pinched, but the insulation was not compromised. There was also one case screw that was contaminated. All found defective parts were replaced, and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for service. There was no patient involvement.